Event description:
It was reported that the ilet displayed an alert indicating dosing stopped with a prompt to connect a continuous glucose monitor (cgm) or switch therapy after the user¿s prior sensor had expired. The user had been off the ilet and on multiple daily injections (mdi) for approximately ten days and then contacted support, who assisted with pairing a new g7 sensor and advised a 30-minute warm-up. No reported adverse clinical effects reported. Outcomes included resumption of automated dosing workflow anticipated upon completion of sensor warm-up with no hospitalization or medical intervention reported. Investigation included customer support troubleshooting and education, including sensor replacement and device-cgm pairing steps. Investigation of this case revealed that dosing was suspended due to lack of cgm data following sensor expiration, and functionality was restored through sensor replacement and successful pairing, consistent with expected device behavior. It was concluded, based on previously established findings for similar reports, that the cause was user being without an active cgm sensor, leading to appropriate device safety behavior.